Manufacturer narrative:
It was reported that the ventilator failed internal leakage test during pre-use check. During inspection at site, our failed service engineers could reproduce the reported issue and they found that the air gas module was defective. The reported issue has been fixed after replacing the gas module. The defective gas module was not returned for investigation and no device logs were provided. The cause to the reported error is a faulty gas module. However, the root cause as to why the gas module failed cannot be established.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).